Event description:
The pump was returned for large prime volume. Investigation revealed that the force sensor was out of calibration and there was contamination on the force sensor plate. This report is made based on results of investigation completed on (B)(6) 2011.

Manufacturer narrative:
Correction number: 2531779-03/24/2010-003-r. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: during testing, the force sensor was found to be out of calibration and the force sensor resistance measurement was out of specification. There was evidence of contamination observed on the force sensor plate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.